Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced component separation. The following information was provided by the initial reporter: upon opening package to prime, the spike on one arm of tubing was detached.

Manufacturer narrative:
The following fields were updated due to additional information: d.9 device available for eval: yes. D.9 returned to manufacturer on: 19-apr-2022. H.6 investigation summary: the customer reported the spike on one arm of tubing separated, and returned one opened, unused sample of material 2477-0007. The sample was separated at one of the two spikes and the complaint is verified. The manufacturing team conducted a further investigation and found the root cause to be one of three possibilities: malfunction on the solvent dispenser, tube not fully inserted into the bushing, or fixture 2229 used incorrectly. A quality alert was issued 20jun2022 to notify the personnel about the issue, retrain the operators, and make personnel aware of the impact the defect has. This alert should mitigate future failures of this type. A device history record review for model 2477-0007 lot number 22015130 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced component separation. The following information was provided by the initial reporter: upon opening package to prime, the spike on one arm of tubing was detached.